Event description:
A physician reported that an ophthalmic console illuminator module could not be used either up or down. The surgery was completed without patient impact.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative was able to assist the customer remotely. The company service representative confirmed an issue with the illuminator lamp over the phone but there was no reproducibility. No onsite testing was performed. Based on the information available, the customer reported event cannot be confirmed. The customer has not requested further onsite testing or provided a sample for technical testing. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).